Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they realized that after finishing the final aligners, their bite was negatively impacted to where only some of the teeth on the back left corner of their mouth would touch, while all the others would not. This has caused jaw pain, brought pressure on the left side of their mouth and severely impacted their eating. The patient provided bite photos that show anterior open bite is slight and present.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.